Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated, that based on the limited information provided, the clinical root cause of the reported stem implant fracture cannot be definitively concluded. The provided x-ray image appears to confirm an implant fracture and decreased femoral bony support around the proximal stem as a radiolucent line is noted on either side of the stem. The patient impact is the implant fracture and subsequent revision. The revised stem component was reportedly disposed of by the facility and will not be returned to smith and nephew. No additional information was provided for review and the patient¿s current health status is unknown. Therefore, no further medical assessment can be rendered. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that the patient should be warned that the device does not replace normal healthy bone, the implant can break or become damaged as a result of trauma or activity including heavy labor for occupation or recreation. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Verifying the device configuration according to the inspection procedure is performed within the steps of the visual inspection. Additionally, according to the material specification, the quality and manufacture of standard grade titanium-aluminum-vanadium alloy shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that after a tha had been performed on (B)(6) 2011 the patient experienced a breakage of the anthology so porous sz 8 near the neck and collar junction. This adverse event was solved by revision surgery performed on (B)(6) 2023. The current status of the patient is unknown.